Manufacturer narrative:
Product analysis 2017.05.16: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. Product analysis 2017-07-11: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) device exhibited a gray bar on interrogation, in dicating low telemetry battery voltage. The device was not use. There was no patient involvement.